Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. The patient reportedly inserted the sensor at her arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). The user guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed itchy red bumps where the sensor adhesive touches her skin, especially where the sensor pod is. Patient used over the counter (otc) benadryl spray and took an otc benadryl tablet that her doctor suggested use of when she called him on (B)(6) 2015. The sensor had been inserted at the patient's arm on (B)(6) 2015. No additional event or patient information is available.